Event description:
The customer reported that the insulin pump had unresponsive buttons, and the customer was experiencing high blood glucose levels. The time on the screen was advancing. The customer was in a hurry, and was being taken to the emergency room. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No button error alarms occured. The insulin pump was returned with a missing end cap sticker.